Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/30/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data revealed evidence of excessive battery usage. During testing, the pump powered on properly with the returned battery cap; no damage was found to the casing. The pump current draws did not measure within specifications. The pump case was removed, and no internal damage or moisture was found. Further investigation revealed that the u33 component on the printed circuit board had failed and was causing high current draws.